Event description:
Bone quality at the time of implant failure type ii. Primary stability was achieved. Osseointegration was not achieved.

Manufacturer narrative:
Physical analysis cannot be performed as the implant was not returned. Customer reported no osseointegration.